Manufacturer narrative:
Log file analysis: review of the controller log files revealed 1 low flow alarm was logged on (B)(6) 2015 at 14:14:21. Starting (B)(6) 2015 there is a decreasing trend in power consumption to current device parameters outside of normal operation. Waveform trends of this nature may be indicative of a change in patient state. There was also 1 controller power-up and associated pump start event was logged on controller (B)(4), indicating a loss of power to the controller on (B)(6) 2015 at 12:43:20 (connections before event: ps1 - ac adapter; ps2 - (B)(4)). (B)(4) exhibited an abnormal cycle count value as well. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a low flow alarm, loss of power, and a battery with an abnormal cycle count. The abnormal cycle count of the battery is an incidental finding and did not contribute to the reported event as this battery was not connected at the time of the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of five reports (3007042319-2015-01999, 3007042319-2015-02000, 3007042319-2015-2001, 3007042319-2015-2002 and 3007042319-2016-00809) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The batteries are expected to have a useful operating life of greater than 500 charge and discharge cycles. If a battery provides less than two hours of support duration, it should be replaced. Vad use is associated with multiple risks including cardiac arrhythmias. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of four reports (3007042319-2015-01999, 02000, 2001, and 2002) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported from (B)(6) that the patient was referred to a local hospital as an emergency. Patient's spouse told doctor that there was an "alarm sounding and patient got a blue face while falling down". Patient was "unconscious for unknown time". The doctor who treated patient in the emergency department first decided to perform an intubation on the patient and then sent patient via helicopter to the main hospital. Patient was "hemodynamically stabile". Labs were stated as "without problems" cranial computed tomography (cct) and computed tomography angiography (cta) were performed no abnormalities indicated. The doctor is "suspecting fibrillation, but it is still not confirmed", until ICD results are read. Investigation is ongoing.

Manufacturer narrative:
It was reported that the log files showed a "double disconnect of power sources at 12.43pm" on day of the event. One of the batteries showed 4527 cycle counts and was exchanged by the hospital. It was stated from the complaint that device logs files showed "low flow alarms" on the day of the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01999, 02000, 02001, 02002 and 02179) submitted for devices related to the same event.